Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the trigger was sticking and the saw housing and coupling got very hot during performance check. It was noted that the device failed frequency test. It was further noted that an unknown liquid was found internally. The assignable root cause was determined to be due to improper care and immersion. This was further defined as misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery reciprocator device seemed to be broken. During in-house engineering evaluation it was found that the trigger was sticking and the saw housing and coupling were getting very hot during testing. It was further noted that the device failed frequency test, and an unknown liquid was found internally. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.